Manufacturer narrative:
(B) (4). Evaluation: results - evaluation for the returned product shows that the unit powered on and there was no alarm tone. The sensor 1 receptacle is damaged; the sensor connector fits loose, which does not allow the sensor to always make contact. There was no visual damage to the alarm case. (B) (4).

Event description:
Customer claims that the unit does not power on. There was no pt injury reported. Evaluation for the returned product shows the unit powered on and there was no alarm tone.